Manufacturer narrative:
Ortho performed batch review, complaint review by lot, donor history, and donor complaint review. Unable to perform retain testing since lot had expired prior to date of awareness. All results were satisfactory. Sample was not returned to ortho for further investigation. (B)(4).

Event description:
Vision testing ((B)(4)). Account performing validation on the vison. Account not live yet. Account selected a sample that was (B)(6) by a competitor's technology with anti-jkb (3+ - 4+). Sample failed to react in gel with lot vs034. Account tested sample both on the vision (this event) and manual gel ((B)(4)) no reactivity noted. Patient is a middle aged female. Account did not know her diagnosis. Sample was 1-2 days old. No erroneous results released. Sample tested only for vision validation. Reported (B)(6) 2017. Frequency: one patient only. Methodology used: vision and manual gel. Incubation time (for manual test only): 15 minutes. Account did not try extending the incubation time. Error code: no error codes received. Reaction grade obtained: (B)(6). Customer was expecting: (B)(6). Test repeated: yes by manual gel. Result obtained by repeating: (B)(6). Daily qc performed and found to be acceptable. Sample type: edta plasma. Cards /cassettes/rbc storage condition temperature: per IFU. All reagents have a normal appearance prior to use. Tsc informed account that some antibodies respond better in different methodologies. Followed up with customer since lot expired 7-18-17. Account states now that testing was performed some time ago. They are just now reporting for tracking purposes. Account could not provide exact date of testing.